Manufacturer narrative:
Product ID 97745, serial# (B)(4). Product type programmer, patient, product ID 97745bp, serial# (B)(4). Product type accessory product ID 97745 lot# serial# (B)(4). Product type programmer, patient product ID 97755, serial# (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the inability to charge, depleted ins, and pain were resolved but they were still having issues with the controller not being able to use or see any other options without having the charging cable plugged in and going through that screen. It was also frequently saying ¿unable insert battery¿ or ¿something like that¿. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient, product ID: 97745bp, serial#: (B)(4), product type: accessory, product ID: 97745, serial#: (B)(4), product type: programmer, patient, product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that there was a couple of times that her controller screen was blank and wouldn't power on or respond, noting that this occurred in (B)(6) not long after implant date. Patient was advised by the reps to take out the controller battery pack and re-insert it. This resolved the issue in every instance that it occurred. The ins is not charging. The night before, when her ins was at 40%, she went to charge it but the controller screen became unresponsive while the rtm was attached and didn't allow her to click on anything. Normally, it says 'excellent' under the word 'recharging' when her ins is recharging, but it doesn't show this information currently. She reset the battery pack and unplugged/reconnected the rtm to the controller, and after doing this she went into the controller menu and saw that the 'recharging' menu option was grayed out. Patient also charged the controller to 100%. Patient went into the 'about' section of the controller menu and saw that there was an exclamation point with the words 'last error' and a date of (B)(6). The ins is dead because she hasn't been able to charge it, and therefore is in pain. Later, patient stated she has had multiple error messages that have appeared on her controller screen that render the controller unresponsive; the screen said to "call medtronic." (B)(6) 2020 patient called in reporting she just received the replacement controller and was happy because she is in pain because she has not been able to recharge her implant. Patient said she has gone through the setup steps up through step 7 but the charger then froze before it asked her to connect the recharger. Patient has removed and reinserted the battery pack 3 times and unplugged and re-plugged the rtm but the screen is still frozen. During the call troubleshooting was performed and patient was asked to remove the battery pack again and when she did patient reported the battery cap came off the battery was now in 3 pieces and one of the pieces was stuck in the battery compartment. Patient was transferred to repairs. (B)(6) 2020 patient called back stating she received the replacement controller and battery and when trying to use it she gets to the setup step that tells her to plug in the rtm but when she does, the controller does not recognize the rtm is plugged in, it asks her to plug in the rtm. Patient was transferred to repairs. No further complications were reported.